Event description:
It was reported that a patient's implantable neuro stimulator (ins) would deplete down to 50% after one day following a recharge. The patient also felt a stinging sensation and heaviness at the ins pocket while recharging. It was further reported that even after the device was turned off, stimulation was still felt for several hours after. It was noted that symptoms were felt shortly after having the device implanted. The patient's ins was replaced, and the patient had recovered without sequela. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.